Event description:
Through follow-up, the following additional information was received. The report reiterated that "difficult view" in the right operative eye (od) contributed to the stent mispositioning, and that there was no adverse patient impact or intervention required. Per report, an additional stent was placed, and the patient is being monitored by a different physician with the event noted as resolved.

Manufacturer narrative:
Additional information: a3, b5, b6, b7, g2, g3.. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. The IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye. MFR# reference: (B)(4).

Event description:
It was reported that the surgeon inadvertently implanted the second stent from a trabecular microbypass stent system "posterior to the trabecular meshwork (tm)". Per report, a back-up device was used to implant additional stent. The report noted that the posterior stent was left in place, and that compromised view and surgical technique contributed to the mispositioned stent. Additional information has been requested.